Manufacturer narrative:
The insulin pump failed prime test due to a faulty force sensor resistor. The device passed the basic occlusion, displacement and motor tests. Unable to perform the excessive no delivery test due to the prime anomaly. Alarm noted in the history due to corrupted files. A cracked reservoir tube lip and missing end cap noted during visual inspection.

Event description:
Customer reported hospitalization due to high blood glucose. The current blood glucose reading is 198 mg/dl. The cause of high blood glucose was drinking and insulin pump stopped delivering insulin. Customer was diagnosed diabetes ketoacidosis. Customer admitted to ICU. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.